Event description:
In 2008, the patient reported that she has received two e6 (mechanical) errors in the past week when her cartridge reaches 176 units. At the time of the report the patient was attempting to retract the piston rod to replace the insulin cartridge. She stated that the piston rod retracted a quarter of the way and then stopped moving. She stated she tried several times to retract the piston rod before receiving an e10 (cartridge) error. To troubleshoot, the patient was instructed to remove and replace the battery. She was then instructed to go to the remove cartridge screen and the infusion device prereduced another e10 error. She stated that the infusion device was dropped today. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.